Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for failed back surgery syndrome. It was reported that there was a motor stall with no recovery seen at initial interrogation. The patient did not recently have an MRI. The patient was in the hospital and the healthcare provider (hcp) was planning on replacing the pump. It was also reported that the patient was experiencing pain and this was considered gradual. The patient will received a new pump and there is no replacement date set. The issue was not resolved and there were no further complications reported/anticipated.